Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the vision cart power button was blinking blue and the system would not power up completely. Initially, a hard power cycle was attempted on the vision cart, but the issue persisted. The technical support engineer (tse) instructed the removal of the blue fiber cables from the robot and console to boot the system in standalone mode, yet the tower still failed to power up entirely. The possibility of power bumps or generator testing was considered, but there was no confirmation. No other systems were available for use in this case. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) common compute controller (ccc) board, a universal surgical manipulator (usm) proximal set-up joint (psuj) and distal set-up joint (dsuj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and visually inspected, no issues were found. Unit was installed on the known good in-house system and the tower's monitor could not show full display on the screen. The power button kept flashing blue and was not able power on completely. The unit was taken to a programming station where it was confirmed to be bricked. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a bricked ccc.